Manufacturer narrative:
Corrected data. D1: updated/corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The medical team was placing an impella 5.5 via the axillary graft to support the 70-year-old male patient admitted in with cardiomyopathy, acute decompensated chronic, in scai stage d shock. The pump failed to place due to native anatomy, as the team could not advance beyond the innominate and tortuousity. The team changed the wires as troubleshooting measures and then found the team had to remove the 5.5 and instead place an impella cp for the support. The delivery failure will be conservatively reported for hemodynamic instability due to temporary hemodynamic support delay/interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the failure to advance is patient condition related due to patient's tortuosity. The pump passed all post sterile inspection checks.